Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 24 mg/dl; cause was not known. Liquid glucose and fruit drink were consumed and an injection of glucagon was administered to address bg. Subsequently, bg elevated to 600 mg/dl and was suspected to have been caused by the low bg treatment. Infusion set was changed multiple times and insulin via pen was delivered to address elevated bg. Pump system check was performed with tandem technical support (cts); no pump issues were identified. Customer reported the bg test strips were faulty and displayed inaccurate readings. Bg at the end of phone call with cts was 344 mg/dl.